Event description:
The patient received an alert for a hvli out of range after aggressive manual labor. Noise was reproduced. At the explant procedure, infinite impedance and loss of capture were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis indicated that the rv shock cables were fractured and caused the hv lead impedance to be out of range.